Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the hospital for unrelated issues, fluoroscopy revealed externalized conductors. The lead was capped. The patient condition is stable and the patient was kept in the hospital.